Event description:
A nurse reported that before the intraocular lens implantation surgery, the haptic was broken.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9.,d.10.,h.3., h.6. And h.11. The product was returned for analysis and lens was observed to be incorrectly positioned within the cartridge. The lens was returned in a company cartridge. Viscoelastic was observed in the cartridge. The lens was advanced to the nozzle entry area. The lens was loaded sideways instead of front to back per the diagram etched at the loading area. One haptic was broken. The cartridge had evidence of placement int a handpiece. Company cartridge was cleaned for further evaluation. The lens was removed during cleaning. Top coat dye stain testing was conducted with acceptable results. The root cause may be related to failure to follow the IFU. The lens was observed to be loaded incorrectly into the cartridge -the lens was loaded sideways instead of front to back per the diagram etched at the loading area. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ophthalmic viscosurgical device (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. Top coat dye stain testing was conducted with acceptable results based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).